Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of dizziness. Noise was observed on the rv lead that was oversensed, resulting in pacing inhibition. A revision was performed. During the procedure, insulation damage was noted on the lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.